Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It was reported by patient that the patient received an implant on (B)(6) 2013. In (B)(6) of 2014 patient reports that she was experiencing persistent pain, resistance to movement, and instability. Patient reports that by (B)(6) of 2015 the pain experience had worsened. On (B)(6) 2015 patient followed up with dr. (B)(6) and x-rays were taken. X-ray results revealed radiolucent lines and loosening between the bone and the implant. On (B)(6) 2015 the patients tibia was revised. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.